Event description:
Philips received a complaint by the customer on the v60 indicating that the pipeline was blocked. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the pipeline was blocked. A field service engineer (fse) went onsite and confirmed the pipeline was blocked. The fse attempted to reinsert the power cable and perform a startup test but the issue was not resolved. The fse then determined the pipeline blockage was caused by the patient's pressure on the pipeline. The fse reconnected the pipeline and confirmed the issue had been resolved. The fse reconnected the pipeline to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time